Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to the bent metal connector on the power brick. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger would not power on.